Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. Prior to the procedure, the pulse generator exhibited noise and loss of output. The patient became asystolic and had low oxygen saturation. The device resumed pacing without intervention. The procedure was abandoned. The patient was in good condition.